Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was inoperable. Prior to becoming inoperable, patient reported that system provided ineffective therapy as it was unable to cover lower back pain. Surgical intervention was undertaken wherein the system was explanted to address these issues.